Manufacturer narrative:
Updated date due from (B)(6) 2025 to (B)(6) 2026

Manufacturer narrative:
The pod arrived fully deployed. No damages or defects that would affect the delivery of insulin were observed. When the system switched to automated mode, insulin delivery was suspended and remained suspended until deactivation due to estimated glucose values below 60 mg/dl. The pod functioned as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 26.1 hardware: iphone18.4 cgm sensor type: g6.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on ((B)(6) 2025). The patient's blood glucose levels declined to 30 mg/dl while wearing the pod between 4 and 24 hours. The patient was treated with 3 containers of apple juice, eat a sandwich, and they gave her 20 u of lantus. The patient was released the 4 hours later. The patient removed the pod prior to ER (emergency room) visit.